Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. The device was cleaned and sent for performance testing. Blood side pressure integrity testing was performed at 3 liters per minute with twenty three psig of back pressure for ten minutes. During the test, there was a leak observed from the hex side seam. The leaking side seam was removed from the device and with little effort the side seam was pulled apart. There was no broken material from the housing observed in the bonded area, it appeared that the adhesive bond failed. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible, a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. (B)(6). (B)(4).

Event description:
Medtronic received information that during clinical use, this affinity oxygenator leaked at the heat exchanger. The device was used throughout the case with no patient affect. The device was returned for analysis.